Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the va condylar plate broke. It was replaced with a new va lcp condylar plate which also broke on an unknown date. The next surgery on (B)(6) 2019 was performed to have it replaced with a nail. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) 4.5mm va-lcp curved condylar plate/14hole/301mm/rt-ster. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6: implate date (B)(6) 2019 to be removed. It is unknown when the second plate was implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the returned va condylar plate was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation of device history: device history lot part: 02.124.141s, lot: 1l45259, manufacturing site: mezzovico , release to warehouse date: sept. 24, 2018, expiry date: sept. 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: expiration date and device manufacture date were documented as unknown on the initial report and have been updated accordingly. Investigation summary : the returned va condylar plate was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The returned plate is bent and broken at level of holes va-6/va-7/va-8. The returned item has been manufactured and then released in sept 2018 according drawing se_366691 rev h valid from 19-feb-2016. The involved lot 1l45259 has been manufactured starting from the forging blank art. 60067383/lot l983877 (material: stainless steel 1.4441 as per se_366691 rev h requirements). No nonconformances or document change have been identified which may be related to the complaint condition. The returned part was reinspected for all the features relevant to the complaint condition. The measurable features (thickness, width and holes features) have been found conforming to manufacturing specifications. The complaint condition is confirmed due to evidence that the item is damaged as reported in the complaint, but it is considered not manufacturing related because no manufacturing defect or deficiency have been identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.